Event description:
Complainant alleged that during the set up of the device for possible use on a patient, the defibrillator was unable to charge with the internal handle attached. In addition, the defibrillator displayed a "cannot charge" error message. There was no indication of any adverse effect on the patient as a result of the reported malfunction.